Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The cause of the optical signal issue was not determined since product was not returned and sufficient clinical information was not provided. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an implanted impella cp pump experienced intermittent placement signal alarms during patient support. Repositioning was attempted, but the issue remained. The alarms were disabled and support was maintained with the implanted pump. The pump was successfully weaned and explanted. No patient harm has been reported.